Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). The hosp bio-medical engineer reported that during the lvad implant, the lvad system controller alarmed "controller malfunction" with outputs of 3.2-4.2lpm. The pt would not stop bleeding, had a marginal right heart and had high drifts in stroke volume. The pump stopped on two occasions. On one occasion, intraoperatively, the controller alarmed and the lvad system monitor read "---". The bio-medical engineer reported that the controller had been switched and the pt's output went to 8 lpm. The pt remains on lvad support while awaiting a heart transplant. No further info is available at this time.